Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be detrmined.

Event description:
It was reported that patient underwent surgery on (B)(6) 2016 for removal of iliac screw because bone union was achieved at s4-5. Intra-op, the tip of driver was broken during removing a screw at iliac. Broken tip could not be removed so the tip of driver and the screw were left in the patient. The tip remained in a screw head.